Manufacturer narrative:
The customer reported that the central nurse's station (cns) in the emergency department had several intermittent communication loss events, which seemed to be a network issue. The event logs have been pulled, however they do not reflect the reported complaint events. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) in the emergency department had several intermittent communication loss events.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) in the emergency department had several intermittent communication loss events, which seemed to be a network issue. The event logs have been pulled, however they do not reflect the reported complaint events. The device was not sent in for evaluation, as the customer resolved the problem for wired client by finding out it was due to a vendor moving a cable and not plugging it back into the correct port. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.